Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) spoke with clinical sales representative who confirmed that the reported problem was due to the instrument itself. The system ran as normal with all other instruments. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that arm 3 appeared to be fully inserted on the arm insertion. This will cause some nonintrusive motion. The csr verified when the doctor slightly pulled back on the insertion, the arm moved normally. The behavior noted is not abnormal, as the arm had no remaining range of motion. The procedure was completing as planned with no reported injury. Intuitive surgical inc (isi) followed up with the initial reporter and got additional information: the initial reporter confirmed that the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure did not relate to an inability to move the instrument at all. The movements of the surgeon did scale appropriately to the instrument. The instrument did not move in the intended direction. The intended direction was not what surgeon was doing. The observed direction/movement was not as smooth with the wrist articulation. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent. Rotation of the patient clearance and flex joint and change of instrument was the action taken. The patterns were identified during most distal reach points. The drape is not available to return. There was no injury to the patient as result of the event. The device was inspected prior to use. The instrument is not available for return to isi for evaluation. The photographic images of the device(s) or a video recording of the procedure are not available for isi review. The instrument that caused the issue was monopolar curved scissors.